Manufacturer narrative:
Zoll has received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and user advisory (ua) 18 (max take-up revolution exceeded) error messages during initial start up. Per customer, error messages were occurring intermittently. There was no patient involvement reported.

Manufacturer narrative:
The customer's reported complaint of autopulse displaying user advisory (ua) 18 (max take-up revolution exceeded) and user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages were confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Unrelated to the customer complaint, front cover was observed to be cracked during visual inspection and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured in 2013. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated user advisory (ua) 18 and (ua) 45 error messages were recorded around the reported event date. (Ua) 18 alerts the operator that either the patient was too small or there was no load change detected during take-up of the lifeband. (Ua) 45 informs the customer that the drive shaft was not at "home" position when the platform was powered on. Both (ua) 18 and (ua) 45 are the clearable error messages and are designed into the platform to alert the operator that autopulse has detected one of several conditions. After front cover was replaced, clutch plate was deburred, functional testing was performed and the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).